Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a batch/lot number: 846862006 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 845819015 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed, and altered therapeutic response is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) configured with a double cuff experienced continued leakage. A surgical procedure was performed to remove the pump and the original cuff. A new pump, balloon, and additional cuff were implanted. The original balloon remained implanted, as it was difficult to remove. No further complications were reported.